Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a left transfemoral transcatheter aortic valve procedure was performed to implant a 26 mm sapien 3 ultra resilia valve. The 16f esheath+ was not inserted at a steep angle and there was no resistance with insertion. However, resistance was encountered advancing the commander delivery system with valve through the tip of the esheath+. The physician noted it felt very tight when pushing the valve out of the end of the esheath, but it finally gave. The valve was successfully implanted. It was noted upon removal that the distal tip of the esheath had torn, it was believed to have torn upon the delivery system reaching the tip of the esheath. There was no patient injury. The patient was in stable condition following the procedure. The expansion tool was used. The loader was fully inserted into the esheath housing. The vessel was not predilated.